Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx100mmx80cm sterling balloon catheter was advance for dilatation. During the procedure, the balloon ruptured during the first inflation for 30 seconds at 12 atmospheres. The device was successfully removed, and the procedure was completed with a different device. There were no patient complications reported.